Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revison procedure wherein two leads were added in the cervical region. The patient was doing well postoperatively.